Event description:
The intramedullary hip screw (imhs) broke approx six weeks after implantation. The implaning surgeon stated that the pt suffedred from osteogenesis imperfecta as well as a varus deformity. The imhs was explanted ten weeks after implantation.

Manufacturer narrative:
From the analyses conducted during this investigation, it ws concluded that the intrameduliary hip screw nail fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, leading to overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be cause by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, chronic non-union or mal-union of the bone fracture, excessive patient weight, and/or poor bone density. No materials or manufacturing deviations were found in this investigation.